Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product is in process of being returned.

Event description:
It was reported that one of the two teeth broke into the patient tibia during the surgery. The pin was removed from the patient. It was reported that no more foreign body was left into the patient body.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Part of the device was returned, and showed signs of repeated use and wear. One spike was fractured off and not returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was determined to be wear and tear from use over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.